Event description:
Boston scientific received information that this left ventricular lead has been exhibiting high out of range impedance measurements of greater than 2000 ohms. The lead configuration was changed to alleviate and the impedances remained high. As the patient is asymptomatic the lead will be watched for now until a revision can be planned.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.